Manufacturer narrative:
Serial number was not provided. The lens remains implanted and therefore not explanted. (B)(6). (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. The lens was not returned for analysis as it remains implanted. The serial number is unknown; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a symfony intraocular lens (model unknown, +26.5 diopter) was implanted in the patient's right eye. Reportedly, the patient experienced sub-optimal results post-op. Additionally, it was reported that the intraocular lens (iol) appeared to have decentered inferonasally. Pre-op refraction was +3.00 right eye, and +2.50 left eye post-op uncorrected visual acuity (uva) was recorded at 6/12 and n5 post op refraction was recorded at - 1.50/-0.75 cyl at 180 the patient was reported not to be unhappy and was eager to have another lens implanted into her left eye. Additional information was received and it was learnt that an the patient was experiencing a myopic surprise in the right eye. A lens was implanted in the patients left eye on (B)(6) 2018. Following post-op examination on (B)(6) the patient was 6/6 (uva) and n5 with both eyes open. The patient's pupil on the right eye was less miosed and therefore her decentration on the right now seemed minimal. The patient was reported being very happy. No further information was provided.